Event description:
The complainant has reported that a female pt (age unk) underwent a therapeutic placement of a vaxcel single lumen PICC in 2006. Immediately after placement and during cleaning of the site, the device fractured resulting in the catheter separating from the suture wing. At this point, a portion of the catheter then migrated into the pt's right brachial vein, and the other portion of the catheter becoming lodged into the muscle. The clinician was unable to remove the device. The pt was transferred to the hospital where the device was removed in the interventional radiology department. The pt was hospitalized for 24 hrs then discharged to home. The pt condition is reported as stable with no sequelae.

Manufacturer narrative:
This device has been received by this MFR, but the device evaluation has not yet been completed; therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event.